Event description:
It was reported that the pn 32g 4mm 5b xtw easyflow la experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: I use saxenda and bought a bd ultra fine needle box with 100 units 4 mm. The needles are defective - wide bevel, making a wall hematoma, difficult to apply with pain when the needle is introduced. I had already used other needles without this problem.

Manufacturer narrative:
The event description, medical device brand name, common device name, medical device type, device expiration date, device manufacture date, unique identifier number, PMA/510(k)#, and device manufacture date have been updated. The following information has been updated: b.5. Describe event or problem: it was reported that the pn 32g 4mm 5b xtw easyflow la experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: I use saxenda and bought a bd ultra fine needle box with 100 units 4 mm. The needles are defective - wide bevel, making a wall hematoma, difficult to apply with pain when the needle is introduced. I had already used other needles without this problem. D.1. Medical device brand name: pn 32g 4mm 5b xtw easyflow la. D.1. Common device name: pen needle. D.2. Medical device manufacturer: becton dickinson and co. D.2. Medical device type: fmi. D.4. Medical device catalog #: 320489. D.4. Medical device lot #: 0127775. D.4. Medical device expiration date: 2025-04-30. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton dickinson and co. G.5. PMA/510(k)#: na. H.4. Device manufacture date: 2020-05-06 .

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pen needle experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: I use saxenda and bought a bd ultra fine needle box with 100 units 4 mm. The needles are defective wide bevel, making a wall hematoma, difficult to apply with pain when the needle is introduced. I had already used other needles without this problem.